Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that a composix kugel patch was implanted in 2004. There was a "raised area" around patch and patch was removed several weeks ago.